Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and confirmed the complaint. Receiver functional tester: passed all relevant testing. The reported event of frozen readings was confirmed via log review. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.